Manufacturer narrative:
A steris service technician inspected the palm control and found the trendelenburg switch was broken. The technician disassembled the palm control and found debris inside which may have caused a short, resulting in unexpected table movement. The technician also noted that the rubber covers on the palm control were worn, indicating the control had been dropped or collided with another object. This table is maintained and serviced by a 3rd party service provider contracted by the user facility. The service provider replaced the palm control and placed the table back in service. No further issues have been reported with this equipment. The user facility declined the offer for in-service training to the facilities third party service provider on proper maintenance.

Event description:
The user facility reported that when hospital personnel were attempting to position the patient for transfer from the operating room, the table began to move in an elevated tilt/reverse trendelenburg position without being commanded to do so. The user facility reported the nurse was leaning on the palm control at the time of the table's movement. There was no injury to the patient or hospital staff.